Event description:
It was reported that the pump battery intermittently could not be charged. There was no reported adverse impact to the customer. The customer declined assistance from tandem technical support regarding the issue.